Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration / perforation -fallopian tubes/malpositionof essure device location of device: looped/perforation (other) please describe and state the location of the perforation: left ovary') and ovarian perforation ('ovarian perforation') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced pelvic pain ("chronic pain / pelvic pain ") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal pain /lower left side"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), menopause ("menopause"), hair growth rate abnormal ("hormonal changes-excessive hair growth") and ovarian cyst ("ovarian cysts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (oophorectomy (one side removal of ovary), and salpingectomy(unilateral)). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, ovarian perforation, psychological trauma, vaginal discharge, alopecia, dysmenorrhoea, weight increased, menopause, hair growth rate abnormal, menorrhagia, vaginal haemorrhage and ovarian cyst outcome was unknown and the pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain lower, alopecia, dysmenorrhoea, fallopian tube perforation, hair growth rate abnormal, menopause, menorrhagia, ovarian cyst, ovarian perforation, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain: chronic pain, pelvic/abdominal pain, migration, perforation, other injuries/symptoms: hair loss, hormonal changes, weight gain, menopause. Discrepancy noted in date(s) of removal: not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure confirmation test(s) (unspecified): result: right occlusion only.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. After internal review, assessment for event ovarian perforation was amended. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration / perforation -fallopian tubes/malpositionof essure device location of device: looped/perforation (other) please describe and state the location of the perforation: left ovary') and ovarian perforation ('ovarian perforation') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced pelvic pain ("chronic pain / pelvic pain ") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain /lower left side"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), menopause ("menopause"), hair growth rate abnormal ("hormonal changes-excessive hair growth") and ovarian cyst ("ovarian cysts") and was found to have weight increased ("weight gain"). The patient was treated with surgery (oophorectomy (one side removal of ovary), and salpingectomy(unilateral)). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, ovarian perforation, psychological trauma, vaginal discharge, alopecia, dysmenorrhoea, weight increased, menopause, hair growth rate abnormal, menorrhagia, vaginal haemorrhage and ovarian cyst outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fallopian tube perforation, hair growth rate abnormal, menopause, menorrhagia, ovarian cyst, ovarian perforation, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain: chronic pain, pelvic/abdominal pain, migration, perforation, other injuries/symptoms: hair loss, hormonal changes, weight gain, menopause. Discrepancy noted in date(s) of removal: not removed diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure confirmation test(s) (unspecified): result: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs and mr received : event added- hormonal changes describe: excessive hair growth, abnormal bleeding (vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition: ovarian cysts, dysmenorrhea aka name added, reporter added, patient demographic added, events onset date, events severity, concomitant drug and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration / perforation -fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain / pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and menopause ("menopause") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy(unilateral)). At the time of the report, the fallopian tube perforation, psychological trauma, vaginal discharge, alopecia, hormone level abnormal, weight increased and menopause outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, fallopian tube perforation, hormone level abnormal, menopause, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain: chronic pain, pelvic/abdominal pain, migration, perforation, other injuries/symptoms: hair loss, hormonal changes, weight gain, menopause. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test(s) (unspecified): result: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with chronic pain/pelvic. New events added - abdominal pain, psych injury, migration, perforation -fallopian tubes, vaginal discharge, hair loss, hormonal changes, weight gain, menopause. Event outcome was added for the events: pelvic pain and abdominal pain. Lab data and reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.